Manufacturer narrative:
The patient underwent mesh implantation in order to treat pelvic organ prolapse and stress urinary incontinence. It was reported that following insertion the patient experienced pain, infection, bowel problems and recurrence. It was reported that the patient underwent surgical revision on (B)(6) 2010 due to bowel obstruction. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted. See also medwatch 2210968-2013-00769. The same patient is represented in each medwatch.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent revision of mesh on (B)(6) 2014 by dr. (B)(6) at (B)(6) due to mesh erosion and dyspareunia.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urgency and urinary frequency.